Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the initial reporter: the issue was identified when the surgeon attempted to clamp on a vessel or tissue bundle. The issue was not related to clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not related to unexpected motion of clip applier while attempting to clip (e.g., the instrument¿s jaw swayed to the side). The issue was related to unsuccessful clip application which resulted in the clip opening after closure. The incident occurred during the first clip attempt. A backup was used to resolve the issue. No photos or videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive medium-large clip applier instrument to perform failure analysis. The instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the medium-large clip applier instrument would not properly clamp/lock clips on structures. The procedure was completed with no reported injury.